Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on an unknown date, the head of screw was separated from the thread shaft .the product came in contact with the patient. The products caused infection and resulted in 2 revision surgeries.